Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported by the hcp that the stimulator was not working. The hcp also stated the patient gained weight since implant. No environmental factors were noted. The patient was going to be seen by the implanting physician and a rep on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported the patient was seen on (B)(6) 2017 and reported no relief in their current programming. They were reprogrammed to provide more adequate coverage. The patient was going to follow up on new programming as needed.